Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a lower result was obtained. The patient was admitted to the cardiac unit. It is unknown if patient treatment was otherwise altered or prescribed on the basis of the falsely elevated result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result or admission.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is heterogeneous module (hm) contamination. A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site and performed appropriate decontamination procedures. The instrument is performing within specifications. No further evaluation of the device is required.